Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported fracture event was confirmed via visual examination. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-11283. Additional concomitant medical products: item #required field 405900 comp rvs glens 2 prong ins/imp, lot 256250. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the black head piece on the instruments were broken from wear/normal use. No patient involvement or impact was reported.